Event description:
Additional information has been requested and received which states the patient experience eye pain due to haptic broke, double vision and lens was difficult to load.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in a specimen cup. Solution is dried on the lens. One haptic is broken in the haptic/optic junction area (not returned). The optic is cut into pieces, typical of insertion and removal. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The reported broken haptic was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
A service coordinator reported that following an intraocular lens (iol) implant procedure, the iol had to be removed due to damage to a haptic. Additional information has been requested.